Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. Analysis confirmed the observations mentioned in the complaint description. Based on the information available, a lead damage should be taken into consideration. The data showed no indication of an ICD malfunction. Should further relevant information or the lead itself become available, this analysis will be updated.

Event description:
After an implantation period of approx. 15 months, it was reported that the pacing impedance is too low. Based on analysis results it was decided to report this event.